Event description:
The clinic reported that a laser vision correction patient presented with an epithelial ingrowth under the flap in the right eye five days following a laser vision enhancement procedure. The patient was monitored for a month and at the one month post op exam the patient's vision had decreased to 20/30 uncorrected in the right eye. The patient's flap was lifted and scraped to remove the epithelial ingrowth.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or required field service or clinical support. All pertinent information available to the amo has been submitted. Placeholder.